Event description:
It was reported that the device failed the pressure test. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown, no information provided to date.

Manufacturer narrative:
Other text: no patient involvement. (Updated b5) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received via email 29-aug-2022. Event occurred during preventive maintenance. No patient involvement.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seal intact. The device was received in with the input manifold loose on the bottom chassis; the pressure manometer needle was stuck, and the front panel was bowed out. The customer reported problem was verified/duplicated. The pressure manometer was stuck and could not rise to any pressure settings, most likely due to user interface. For corrective action, the pressure manometer was replaced, and the relief alarm pressure recalibrated. The root cause of the reported problem was traced to user interface. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).